Event description:
Patient states the bgstar meter was 180 points too high, they treated with insulin and became hypoglycemic. This incident occurred in the (B)(6).

Manufacturer narrative:
Patient did not require medical treatment. Situation has been resolved. Replacement meter sent to customer. Meter was returned to manufacturer - no faults were detected.